Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-23422.

Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was reading low but the blood glucose was high. At the time of the phone call, the customer's blood glucose was 417 mg/dl, which was treated with a bolus deliver. At the time of the phone call, the customer's sensor glucose was 63 mg/dl. The customer stated that the sensor was bent. Nothing further was reported.